Event description:
It was reported the patient experienced uncomfortable stimulation due to lead migration. Surgical intervention took place on (B)(6) 2022 wherein the lead was repositioned to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.